Manufacturer narrative:
The part had no visible defects. The event logs confirmed reported failure mode that the mass flow controlller (mfc) failed to boot. Upon further investigation, it was found that there was a communication error initiated through electrostatic discharge. The component was removed and replaced.

Event description:
Perfusionist reported that that they were unable to change the value for sweep. We consider the loss of ability to control gas management to be reportable, despite no harm to the patient involved.